Event description:
Breakage of the 6.5 humeral rasp during the surgery. Distal tip is retained in the patient.

Manufacturer narrative:
Distal tip retained in the patient is made of non implantable stainless steel.